Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with the tape not sticking. They believed the cause of the problem was the adhesion wearing off due to taking showers. No further information available.

Manufacturer narrative:
(B)(6).